Event description:
The complainant reported an over-delivery for a female patient, weighing 121 pound and having a medical history of dysphagia and pneumonia and her lung sounds were congested. The patient was using a patrol pump, list #52036. It was reported that the intended rate of delivery was 75 ml/hour and the pump set was up at 1:15 am with 825 ml of formula in the feeding set. It was reported that at 4:00 am, the pump rate read 300 ml/hour and only 75 ml of formula remained in the feeding set. The patient was transported to the hospital and was seen in the emergency room, but not admitted. There was no report of serious injury or illness or medical intervention associated with the event. However, the reported over-delivery is calculated as 300%, which is considered medically significant.

Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required information from the source. In this case, the reporter did not provide the required information.